Event description:
It was reported that during a rotational atherectomy procedure, a burr detachment occurred. The lesion location was not specified. It was noted that the burr detached from the catheter during the physician's "final pass" through the vessel. Therefore, the procedure was completed successfully with this device. The separated burr was removed without difficulty during guide wire removal. No patient injuries or complications were reported. Patient status is listed as "ok."

Manufacturer narrative:
The complainant indicated that the rotalink catheter has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, a similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.